Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing via hemogard torsional pull out testing and stopper pullout testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, rubber stopper of one (1) tube separated from the cap while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, rubber stopper of one (1) tube separated from the cap while on the analyzer. No adverse impact was reported regarding the patient or user.